Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip partially detached from one leaflet and the mr increased requiring mitral valve replacement. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020, to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a large posterior flail. Two clips were implanted, reducing mr to 2+. A transesophageal echocardiography (tee) was performed on (B)(6) 2020 and it noted the medial clip (cds0601-ntr) had partially detached from the posterior leaflet. It could not be determined how much leaflet remained inserted into the clip. The mr had increased to 4+. The patient was sent for mitral valve replacement surgery on (B)(6) 2020. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incident. All available information was investigated and reviewed, and a definitive cause for single leaflet device attachment (slda) could not be determined. The mitral regurgitation (mr) was a symptom of slda. The reported patient effect of mitral regurgitation is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.